Event description:
No additional information.

Manufacturer narrative:
This follow up is being submitted to report additional information. On january 30, 2019, it was reported that the roller would not engage. The customer returned a skin graft mesher device, serial number (B)(4). For evaluation. The customer also returned an autoclave case, for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4). Two times as documented in the repair reports in livelink. The last repair was september 21, 2010 where it was reported that the unit was not working properly and the damaged comb was replaced, the ratchet was repaired and the device was calibrated. This is not a related issue. Product review of the skin graft mesher on february 15, 2019 revealed that the comb, roller, side plates, guide block and roller gear were damaged. The pretest was unable to be performed due to the damaged parts. Repair of the skin graft mesher was performed by zimmer biomet surgical on february 15, 2019 which included replacement of the comb, roller, side plates, guide block and roller gear. Skin graft mesher, serial number (B)(4). , was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the roller was damaged. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the roller was damaged. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
(B)(4). Customer has indicated that product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that roller wouldn't engage. There was a delay of more than 30 mins reported and harm to the patient. No other consequences to patient.